Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported that the set disconnected, and returned one sample of material 37262e, lot 24059518. The set was examined, and along with the returned photo, the complaint of separation at the 2nd smart site tubing inlet was confirmed. The tubing was examined under a microscope, and insufficient solvent was found on the tubing. The manufacturing plant found the root cause for separation to be related to solvent application method by the assembler. A quality alert was issued on 02oct2024 to communicate the failure and reinforce the correct solvent application method to personnel. Device history record review for model 37262e lot number 24059518 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite extension set separated. The following information was received by the initial reporter with the following verbatim: extension tubing came apart at the lowest y connection as the nurse was getting ready to attach it to the IV tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.